Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer. Medical intervention was not specified. At present, the device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings. The device was scrapped. Evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. Recall (z) number (rfb) and 510k (rfb) was incorrectly filed in the previous report in this report it has been filed correctly.